Event description:
The user purchased the steel forearm crutches in june 2007. About 6 months later, the user began to descend the stair steps in his two story home when one of the crutches snapped at a place immediately above the grip/handle. The failure of the product allegedly caused the user to fall down the steps and suffer permanent injury to his left shoulder. He was allegedly taken to the hospital and has undergone two surgical procedures. It was alleged that the user suffered a torn rotator cuff and now has frozen shoulder and numb left hand.